Event description:
It was reported that balloon rupture occurred. The totally occluded stenosed target lesion was located in the mildly tortuous and severely calcified left below the knee artery. A 3.0mmx20mmx135cm (4f) sterling balloon was advanced for dilatation. However, during the first inflation the balloon was ruptured. The device was removed and the procedure was finished with a different device. No complications reported and the patients condition is very good after the procedure.